Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had backed out pivot latch screw was not determined because no product or device logs were returned.

Event description:
It was reported "the small screw attaching the ail door to the module has been backed out twice now." There was patient involvement but no harm.